Manufacturer narrative:
The pump failed the sleep current test and active current test. The pump failed the self test due to absence of vibration anomaly. Test p-cap and reservoir locked properly into the reservoir compartment. No device heating up was noted. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a low battery alert on the event date of 06-jun-2024 at 00:27:00.000, and pump alarmed power loss alarms on the event date of 06-jun-2024 at 06/06/2024 03:53:50.000 03:54:01.000, 03:56:23.000, and 03:56:33.000. Both previously mentioned battery alerts were expected. Pump was cut open to perform visual inspection and found moisture damage on the vibrating motor. The following were also noted during visual inspection: corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unexpected battery power loss, high sleep current measurement, and charge/battery lasts less than expected were confirmed during testing due to moisture damage on the battery tube. Absence of vibration was confirmed due to moisture damage on the vibrating motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, device heating up, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Customer reported receiving replace battery alert/ replace battery now alarm. Issue was resolved by replacing the battery. Customer reported pump is warm, hot, or overheating. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.